Manufacturer narrative:
This device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired approximately three years ago. A patient advocate expressed concern that the device did not operate appropriately.